Event description:
It was reported that this pacemaker experienced oversensing of far-field (ff) signals from ventricular pacing (vp) on the right atrial (ra) channel, which led to inappropriate mode switching. The observed atrial rates (st) were around 95-115 bpm, and the issue was likely caused by the oversensing of vp signals, affecting the device's ability to properly detect atrial activity. Technical services (ts) suggested reprogramming options. No patient symptoms or adverse effects were reported, and no inappropriate pacing, anti-tachycardia pacing (atp), or shocks were delivered. This device remains in service.